Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the geometry of the distal end of the shaft of the driver shaft, 1.5 mm hex, cannulated was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , a sales representative reported via sems-06718687 that an ar-8737-37 driver shaft, 1.5 mm hexalobe, cannulated, and (qty. 2) of an ar-8741-40 driver, t10 hexalobe, beveled ft broke during a case. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/27/2024: this was discovered during a elective hardware removal procedure on (B)(6) 2024 . The devices broke while in the patient during an open incision. All fragments were retrieved from the patient. There was a case delay of 10-20 minutes. The case was completed using an non-arthrex product.